Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool jaws after inserting the harvesting tool through the tool adapter port of the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to maquet cardiac surgery for investigation. There were signs of clinical use and no evidence of blood observed. A visual inspection was conducted. Jaws of the harvesting tool were closely observed. No foreign material was visible on the jaws. The heater wire was observed to be slightly bent at the center of the jaw to the tip, but remained attached at the tip and base of the jaw. A photographic inspection determined that there was foreign material on the tip of the harvesting tool. The plastic material seen on the jaws comes from the lumen present inside the cannula. When the tool is advanced/inserted through the cannula, the jaws may have come in contact with the lumen scooping out the plastic from the lumen. Based on the investigation and return condition of the device, the reported complaint is not confirmed for the reported failure mode "packaging issue; foreign material present, but is confirmed for the as analyzed failure "bent wire". The DHR was reviewed for the cannula subassembly. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The shop floor paperwork was reviewed for the cannula subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool jaws after inserting the harvesting tool through the tool adapter port of the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).